Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the needle broke and the patient needed surgery to remove. The following information was provided by the initial reporter, translated from chinese to english: the hypertension department reported that after extubation, the patient's arm was red, swollen and painful. Ultrasound examination found that the front end hose of the indwelling needle was broken in the body. At present, the patient needs surgical treatment,

Manufacturer narrative:
Investigation summary in response to the event reported a device history review was conducted for lot number 2290408. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.